Event description:
It was reported that the customer experienced high blood glucose levels even after a bolus. The blood glucose reading was 453 mg/dl. The customer complained of thirst. She treated with a manual injection after the bolus was found to be ineffective in lowering the blood glucose. Upon troubleshooting, the insulin pump passed the high pressure test and was working as designed. The customer reported that a piece of the infusion set's tubing connector broke off. She was advised to change the entire infusion set, reservoir and insulin. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.